Event description:
On 4/17/2024 additional information was received by a sales representative via email who stated that the procedure being performed was an anatomic total shoulder replacement. The reamer shaft cold welded to the outside angled reamer. All fragments were removed from the patient and an arthrex rep was present at the time. The patient's bone quality was adequate. No photos were taken and a different reamer was used to complete the case. (B)(4).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/15/2024, it was reported by a sales representative via sems-06539782 that an ar-9676 angled reamer and an ar-9297-15 augmented glenoid angled reamer sleeve was broken. This occurred during a case where there was no harm to the patient. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.